Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further consult review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, right atrial (ra) farfield oversensing which led to inappropriate atrial tachy response (atr) was observed. The egm also showed a stored pacemaker mediated tachycardia (pmt) episode. Further review of the episode showed that the rhythm appeared to be atrial driven and was terminated by the algorithm appropriately. Ts provided the hcp with programming recommendations. At this time, the ICD remains in service. No adverse patient effects were reported.